Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient felt as if he was going to pass out. The patient¿s cgm was reading 111 mg/dl and the bg meter was reading 50 mg/dl. The patient¿s grandmother administered nasal glucagon to the patient. After treatment, the patient¿s bg meter reading was 130 mg/dl. Once able, the patient was also treated with some orange juice. The patient¿s grandmother consulted with the patient¿s doctor over the phone and was advised to test the patient¿s bg meter readings frequently. The patient was not taken to the emergency room since his bg responded to the nasal glucagon treatment. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.